Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted technical support engineer (tse) to report error 319 for universal surgical manipulator (usm)3. Site did a power cycle, but issue persisted. Site disabled usm3 and completed surgery using remaining 3 arms. Tse reviewed logs and found error 319 for usm3. The procedure was completed with no reported injury.